Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose and the emergency medical services were dispatched. Blood glucose level at the time of the incident was 14 mg/dl. The customer stated that he treated with orange juice prior to the paramedics arriving and was not taken to the hospital. The customer declined troubleshooting the insulin pump. Most recent blood glucose level was 117 mg/dl. The device will not be returned for analysis.